Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation the device failed a test step indicating a defective porting block function. The device's exhalation porting block was replaced to address the issue.